Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ gel bleed: unable to observe since it is a medical event and is not related to the device. ¿ malposition: unable to observe since it is a medical event and is not related to the device. ¿ rupture/silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries: unable to observe as it is a medical event that is not related to the device. ¿ headache: unable to observe as it is a medical event that is not related to the device. ¿ calcification: no observed. ¿ local reaction: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side gel bleed, "older bleeding residues", "seroma", and capsular contracture baker grade IV diagnosed by ultrasound and MRI. Patient later reported right side "implant dislocation", "implant rotation", rupture, "siliconoma", and "silicone was found in the body". Patient also reported the following events, which are all not device-related: "headaches", ¿vision problems¿, ¿difficulty concentrating¿ and ¿can barely write an error-free sentence¿. Device has been explanted with capsulectomy. Pathology was performed which diagnosed, "chronic, partially giant-cell resorptive reaction around yellowish foreign material" and "calcifications".

Event description:
Healthcare professional reported right side gel bleed, capsular contracture, baker grade IV and seroma diagnosed by ultrasound and MRI. Device has been explanted with capsulectomy. Pathology test performed showed granuloma and calcifications.

Event description:
Healthcare professional reported, right side gel bleed, capsular contracture, baker grade IV and seroma. Diagnosed by ultrasound and MRI. Device has been explanted with capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, capsular contracture baker grade IV and seroma.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ gel bleed: not observed. ¿ calcification: not observed. ¿ headache: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported ¿calcifications¿, ¿fibrosis¿, ¿surrounding chronic, partly giant cell resorptive reaction involving foreign material and cholesterol crystals with detection of fresh and older bleeding residues and calcification¿, "silicone leakage" on both sides and that silicone was found in the body (as per pathology report)", "patient is also mentioning silicone", "patient had an implant with an increased occurrence of alcl reported in the literature". Also reported "severe health issues like vision problems, headaches, difficulty concentrating and can barely write an error-free sentence" which is not related to the device.

Event description:
Healthcare professional reported right side gel bleed, "older bleeding residues", "seroma", and capsular contracture baker grade IV diagnosed by ultrasound and MRI. Patient later reported right side "implant dislocation", "implant rotation", rupture, "siliconoma", and "silicone was found in the body". Patient also reported the following events, which are all not device-related: "headaches", ¿vision problems¿, ¿difficulty concentrating¿ and ¿can barely write an error-free sentence¿. Device has been explanted with capsulectomy. Pathology was performed which diagnosed, "chronic, partially giant-cell resorptive reaction around yellowish foreign material" and "calcifications".

Manufacturer narrative:
Clarification to h.10. Related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-22822. All information has been consolidated into this report. Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 24-sep-2024. Information first received on 24/sep/2024 in duplicate mrn 9617229-2024-22822 was reported on-time.